Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an aortic stenting procedure, suture placement was attempted in a common femoral artery with a proglide device using the preclose technique. The arteriotomy was 5f and the sheath was upsized to 14f for the aortic stenting procedure. Reportedly, during deployment the suture captured the back wall of the artery. A cut-down procedure was performed to restore blood flow. Hemostasis was achieved using surgical intervention. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the device operates differently; however the patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the physician is established in the preclose technique. No additional information was provided.